Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net on (B)(6) 2018. Review of the transmission revealed the right ventricular lead exhibited a low impedance reading; and another low impedance reading was noted on (B)(6) 2018. All other electrical measurements were stable. The device was reprogrammed. No patient symptoms were noted.